Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to 21.6 mmol/l (388.8 mg/dl) while wearing the pod between 5 and 24 hours. The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. In addition, the patient experienced redness/swelling at the infusion site. As treatment, a new pod was applied.

Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data showed that the pod generated an 0x1c alarm, indicating the pod reached its expiration time. It was confirmed that the alarm was generated after the pod ran for its 80-hour limit of operation, upon which pod operation was automatically terminated. The download data from the pod did not contain any timeouts or drive stalls that would indicate a struggle to deliver insulin. No damages or defects were noted to the formed needle, soft cannula, or bottom housing that would contribute to skin condition swelling at the infusion site. The exact cause of the reported skin condition swelling could not be determined.